Event description:
The complainant reported additional information upon request: "I do not have any additional information to contribute to this complaint. The device was disposed of by the account and is not available for return."

Manufacturer narrative:
B5, h4, and h6 updated.

Manufacturer narrative:
In order to make a cause determination, all of the clinical details outlined in es (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
On (B)(6) 2025, a fifty-seven-year-old male presented with an anterior st-elevation myocardial infarction and was initially treated with thrombolytic therapy. A left heart catheterization was performed and demonstrated multivessel coronary artery disease. An impella cp device was placed for hemodynamic support. The patient was transferred to the operating room for emergent coronary artery bypass graft surgery. On (B)(6), when sedation was reduced, the patient was noted to have altered mental status. A computed tomography scan revealed an ischemic stroke. The last known well time was (B)(6). On (B)(6), a subsequent computed tomography scan revealed a hemorrhagic stroke, and care was withdrawn. It is unknown whether the second noted stroke was related to the device or due to hemorrhagic conversion secondary to anticoagulation therapy utilized with the device. Given sedation unsure if initial stroke occured prior to impella cp placement.